Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There were numerous hypotube kinks. The balloon, proximal bond and markerbands were examined: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole on the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12445. It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis (isr) of a previously implanted non-bsc stent located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However during inflation at 10 atmospheres, the balloon ruptured. The device was removed and a 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation over 10 atmospheres, the balloon ruptured probably due to the lifted edge of the stent struts. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and no patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12445. It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis (isr) of a previously implanted non-bsc stent located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However during inflation at 10 atmospheres, the balloon ruptured. The device was removed and a 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation over 10 atmospheres, the balloon ruptured probably due to the lifted edge of the stent struts. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and no patient injury.